Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump suspended due to inaccurate sensor readings. The patient¿s sensor glucose was 380 mg/dl despite a blood glucose in the 40 mg/dl range. Troubleshooting was not completed for the discrepancy in sensor glucose and blood glucose readings. The sensor will be returned for analysis.